Event description:
It was reported that the patient experienced issues with battery life depletion. There was no adverse impact to the customer¿s blood glucose level. The customer declined further troubleshooting, and no additional corrective actions were taken.